Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular lead and left ventricular lead exhibited high capture threshold and subsequent loss of capture. Both leads were not used, and the operation was terminated due to patient uncomfortable associated with the prolonged duration of surgery. The patient was in stable condition.